Event description:
The customer obtained false positive results on one patient sample for toxoplasma quantitative igg (txp) on an immulite 2000 instrument when using reagent lot 409. The discordant results were reported to the physician(s), who questioned them. The sample was tested on an alternate instrument using an unknown methodology in a different lab, which resulted negative. A new sample was obtained from the patient and tested in duplicate on the original immulite instrument and the results were positive. Toxoplasma quantitative igm (txm) was negative for patient. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false positive txp results.

Manufacturer narrative:
The initial MDR 2432235-2015-0083 was filed on february 20, 2015. Additional information (03/02/2015): siemens healthcare diagnostics obtained the patient sample from the customer. A siemens headquarters support center (hsc) specialist performed in-house testing on patient sample using a non-specific antibody blocking tube (nabt) and the result was negative. Upon repeat testing on nabt the sample was tested as positive. Both results were discussed with the customer. A siemens clinical application specialist discussed the sample handling and system maintenance with the customer. As per the customer, no further action is required by siemens healthcare diagnostics.

Manufacturer narrative:
The cause for the false positive toxoplasma quantitative igg results are unknown. Siemens healthcare diagnostics is investigating the issue.

Manufacturer narrative:
The initial MDR 2432235-2015-0083 was filed on february 20, 2015. The first supplemental MDR 2432235-2015-0083_s1 was filed on march 10, 2015. Corrected information (02/10/2016): siemens healthcare diagnostics obtained the patient sample from the customer. A siemens headquarters support center (hsc) specialist performed in-house testing on patient sample using a non-specific antibody blocking tube (nabt) and the result was positive, hence the negative result obtained by the customer while performing a repeat on an unknown methodology was not confirmed. The results were discussed with the customer. A siemens clinical application specialist discussed the sample handling and system maintenance with the customer. As per the customer, no further action is required by siemens healthcare diagnostics.